Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6 reported event is unable to be determined due to limited information provided by the customer. X-rays were provided and reviewed by a third party hcp noting anatomic alignment of the left hip and osteopenia. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-163660 ¿ m2a head ¿ 014030; 15-104048 ¿ m2a taper shell ¿ 157270; unknown stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02267.

Event description:
It was reported that patient underwent a left hip revision approximately 17 years post implantation due to increase metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.